Manufacturer narrative:
H10: additional narratives : the root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 7300tfx 29mm mitral valve underwent a valve-in-valve procedure after an implant duration of nine (9) years, three (3) months due to mitral stenosis. A successful tmvr was performed with a 29mm 9600tfx valve. The patient tolerated the procedure well and was transferred to cardiac stepdown in stable condition. The patient was discharged on pod # 1.